Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac explained to the customer that the error was related to the main lamp which was at 500hrs. Tac recommended for the lamp to be replaced and emailed the customer a manual with a lamp replacement instruction. The customer opted to order a new bulb to replace the lamp. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite xenon light source display an e102 error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the lamp had reached its end of life. Replacing the lamp resolved the customer's issue. Olympus will continue to monitor field performance for this device.